Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8711, serial/lot #: (B)(4), ubd: 13-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5mg/ml dilaudid at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported that during the pump replacement there was no cerebrospinal fluid backflow and the catheter was not patent when trying to aspirate from the catheter access port. The hcp tried changing out the pump segment but still encountered the same issue. The hcp decided to lower the concentration of drug and supplement with oral medication. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4) implanted: (B)(4) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-06, additional information was received from the manufacturer representative (rep). It reported that the device would not be returned because "it was gone". The cause of the no csf flow was never determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated they never determined why the catheter was not working. The could not get flow at any point of the catheter. They ended up replacing the entire catheter with an 8780. The patient¿s weight was unknown. No further complications were reported/anticipated or expected.